Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the operator could not hear the patient. A philips field service engineer (fse) confirmed that the microphone board failed and as a result, no sounds could be heard from the CT gantry to the CT box. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported on (B)(6) 2018 that the operator could not hear the patient from inside the scanning room. The customer confirmed with the philips helpdesk (when this issue was reported) that there was no patient impact and no harm as a result of this event. A philips field service engineer (fse) arrived at the customer site on (B)(6) 2018 to evaluate the CT system; the fse confirmed the customer¿s allegation; there was no sound transferred to the CT box from inside the scanning room. The fse checked the volume on the CT box and found no issue. The fse found that the failed microphone board had failed. The fse replaced the breathing light assembly, which included a microphone module along with the right front microphone to gantry audio board cable and left front microphone to gantry audio cable to correct and resolve the issue. The system is operational and in clinical use. This event has been determined not to be a reportable event.